Manufacturer narrative:
If implanted; give date: na (not applicable) the cartridge is not an implanted device. If explanted; give date: na (not applicable) the cartridge is not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge snapped when evacuating the lens. There was no patient contact and no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/08/2016. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the tip of the cartridge was deformed/bent and cracked. The intraocular lens (iol) was observed stuck at the cartridge tip. Based on the evidence observed, the condition of the unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip overrode the lens and protruded through the cartridge tip creating a crack (shaped hole). The customer's reported complaint was verified. Manufacturing records review: the manufacturing records were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.